Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 500 mg/dl. Treatment of the patient¿s hyperglycemia was not reported. The reporter alleged the time on the pump was off by less than one hour without a known cause and the basal history did not match the active program. No further information was provided. Animas customer support made several attempts to contact the reporter to complete troubleshooting of the device; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.